Manufacturer narrative:
(B)(4). It was reported that the patient underwent first-stage inter-stim placement on (B)(6) 2010 due to abnormal bladder contractions, urge incontinence, and neurogenic bladder.

Manufacturer narrative:
(B)(4). It was reported that patient underwent surgical implantation of medtronic stimulation system on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted; due to sui. The patient underwent a PICC line insertion (2012, 2013) and a surgical implantation of medtronic stimulation system. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.